Event description:
It was reported that the clinic contacted med-el in (B)(6). And stated skinflap-problems. There have not been any technical noticeable problems at that time. According to the surgeon, the pt had pain at the implant site again and again since one year. Any imaging carried out was unremarkable. Analgetic or antibiotic treatment has been without success. Additionally the pt had increasing facial stimulation, which could not be eliminated or reduced by changing the program of the processor, as tried by the responsible audiologists. As required by the pt, she was explanted on (B)(6) 2011 and reimplanted with another MFR's device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.